Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's inr had been sub-therapeutic with treatment for ventricular tachycardia. The patient was admitted on an unspecified date for lactate dehydrogenase (ldh) levels of 1200 u/l, unspecified heart failure symptoms, and pump power elevations. The patient was treated with heparin and integrilin. On 05/27/2016 the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of thrombus. The device was returned assembled with the driveline cut approximately 1 inch from the pump housing and a 13 inch portion of the severed driveline was returned. Upon disassembly of the pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Areas of the two rings were similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. Flat, non-laminated thrombus formations were also present on and in between the blades of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was operating, but may have originated elsewhere. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball. These depositions were not adhered to any of the device's surfaces. The lack of laminated layering suggests that the depositions did not form in this location. Although their origins and duration of time for which they were present in pump could not be conclusively determined, the depositions showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the depositions were not likely present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase levels. The formations could have also created additional resistance on the spinning rotor, potentially contributing to the reported elevated pump power values. Correlations between the observed thrombus and the patient¿s subtherapeutic inr, or to the patient's heart failure symptoms could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.